Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "one of her implants, which she had inserted 7 years ago, had burst" (rupture).

Event description:
Patient reported "one of her implants, which she had inserted 7 years ago, had burst". This record is for the left side. Device remains implanted.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d1; d2a; d2b; d4; g1; g4; h4.